Event description:
It was reported that the patient implanted with this dual chamber pacemaker exhibited loss of capture and varying right ventricular (rv) lead impedance measurements. The rv lead is a non-boston scientific lead. No out of range impedance measurements were reported. The patient is pacemaker dependent. Technical services was consulted and offered troubleshooting advice. The device was reprogrammed. At this time, the plan is to continue to monitor the rv lead. The device remains in service at this time. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
In (B)(6) 2020, boston scientific implemented a design enhancement of our is-1 headers. The enhancement includes changes to the is-1 spring connector block and header bore to increase spring contact stability for improved mechanical/electrical performance, as well as to reduce the overall effort required to insert an is-1 terminal pin into the pulse generator (pg) header. This enhancement applies to all boston scientific pgs with is-1 connectors.